Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer saw an error message on the display and the pump subsequently turned off. Although the pump was able to beep and vibrate, it was otherwise unresponsive and unable to be turned on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump as alternate insulin therapy.